Manufacturer narrative:
The following repair diagnostic codes were identified: front panel upgrade; video intermittent - digital board. The following service codes were identified: tier 4 ccu repair; replace digital board; replace front panel. This does confirm the alleged failure mode of [intermittenly shuts down]. Probable root cause: cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; intermittence between transition board and ch connector; fan / insufficient cooling; software; camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp); extension cable; intermittence while using rf devices (ex: valleylab); problem toggling light source from camera head; connected monitors; leaking; use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It reported that there was a loss of image during the surgery, but a replacement was available. The procedure was completed successfully.